Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
On (B)(6) 2016 philips received feedback from a customer reporting that orientations marked in some images looks wrong, the issue is still under investigation. There was no report on patient involvement with this event, and no report of patient harm.

Manufacturer narrative:
An investigation was performed by the engineering team and clinical application experts. Further investigation found that this issue is specific to saving sagittal volume files. This issue will only occur if the user saves the reconstructed data in the sagittal orientation and then loads the sagittal volume into the viewing application. Clinical applications trains users to only save and use the transverse image volume files after executing the reconstruction application (autospect pro). The engineering team determined that the risk is acceptable regarding this issue. The customer is currently using the system and they have been instructed by clinical applications on how to avoid the issue.